Event description:
On (B)(6) 2018, two mitraclips, cds0501 and cds0601 xtr, were implanted. Not cds0601-ntr as previously reported).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product quality issue. All available information was investigated the reported single leaflet device attachment and device damaged by another (dislodged) in this incident appears to be due to a combination of patient morphology/pathology (rotated heart and mitral annular calcification) and user technique/procedural circumstances. Additionally, the reported poor image resolution issue was associated with difficult visualization. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 2 implanted mitraclips, mitraclip clip delivery system, steerable guide catheter. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The fourth mitraclip is filed under a separate medwatch report number.

Event description:
This report is filed as the implanted mitraclip (cds0601-ntr 80419u266) detached from one leaflet, while remaining attached to the other leaflet. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation (mr). The patient presented with a rotated heart and mitral annular calcification. Two mitraclips (cds0601 ntr and cds0601 xtr) were implanted without reported issues, reducing the mr from grade 4 to 2. On (B)(6) 2018, a second mitraclip procedure was performed due to increased mr grade 4. Reportedly, the index procedure mitraclips remained stable and well seated and did not cause or contribute to the increased mr. A third mitraclip (cds0601-ntr 80419u266) was successfully implanted. As planned, a fourth mitraclip (cds0601-ntr 80419u268) advanced to the mitral valve. During leaflet grasping, the fourth mitraclip interacted with the third mitraclip. The third mitraclip then detached from one leaflet, while remaining attached to the other leaflet, a single leaflet device attachment (slda). It could not be determined which leaflet it detached from. The fourth mitraclip was unable to be repositioned as it was stuck on the chordae, despite standard troubleshooting maneuvers. This clip had to be deployed at that location on the chordae. The mr was reduced to grade 3-4 and the procedure was aborted. No additional information was provided regarding this issue.